Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If further information is provided, a supplemental report is being submitted.

Event description:
It was reported that a patient experienced urethral injury, sinus bradycardia, atrial fibrillation and had to be hospitalized. The patient underwent a comprehensive atrial fibrillation ablation procedure on (B)(6) 2026, which included pulmonary vein isolation (pvi), posterior wall isolation (pwi), cavo tricuspid isthmus (cti), and mitral isthmus (mi) ablation using farawave nav and farapoint catheters, achieving acute procedural success with confirmed bidirectional block and restoration of sinus rhythm following dc cardioversion. However, on the same day of the procedure after administration of general anesthesia but prior to surgical disinfection the subject was noted to have bloody output in the urine bag, suggestive of a urethral injury (sae-001), which necessitated inpatient hospitalization from (B)(6) 2026. No diagnostics related to the event were documented in the edc, and the condition was reported as alleviated upon discharge. Both the investigator and sponsor assessed the event as not related to the study device, and the sponsor further determined it to be not related to the study procedure, with regulatory criteria supporting a classification of 'definitely unrelated' due to lack of temporal and causal association with the investigational device and likelihood of alternative causes (e.g., catheterization or perioperative handling).